Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6), 2006, patient was implanted with a depuy asr xl acetabular hip with a summit stem on her left side. On or about (B)(6), 2007, patient was implanted with a depuy asr xl acetabular hip on her right side. Since the surgical implantations, patient has experienced swelling, pain, popping, grinding, and problems with mobility. Additionally, it is alleged that patient will potentially need revision surgery in the future. **update** (B)(6) 2012 - medical records were received. The left hip was revised on (B)(6) 2011 due to address signs and symptoms of a failed implant.